Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that prior to the implant procedure, the helix of the right ventricular (rv) lead was extended when the lead was removed from the sterile container. The physician chose to test the lead without fluoroscopy, and the helix retracted as expected, therefore, the physician decided to implant the lead. After implanting the lead into the rv middle septum, the lead was tested and showed high threshold measurements. The physician then attempted to retract the helix of the rv lead, however, it required about 40 turns to retract the helix. The rv lead was not implanted and replaced. No patient complications have been reported as a result of this event.